Event description:
The reporter stated that the surgeon was advancing a visian icl (implantable collamer lens) model micl 13.2mm in the cartridge and noticed the lens was tearing so the surgeon decided not to implant the lens and implanted the back up lens. No patient contact or injury.

Manufacturer narrative:
Evaluation: results: a lens serial work order search was performed for similar complaints within the search and no similar complaints were found.